Event description:
It was reported that while using unspecified bd blood collection tubes that there was underfill or low draw of tube with blood. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details as per customer survey, it states - all tubes loose vacuum one month prior to exp date and yield incorrect results. Not enough sample in tube. Requesting more information about any adverse event to be reported. Customer states - all tubes loose vacuum one month prior to exp date and yield incorrect results. Not enough sample in tube. Tubes are discarded.

Manufacturer narrative:
H.6. Investigation summary: material #: unknown. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that while using unspecified bd blood collection tubes that there was underfill or low draw of tube with blood. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details as per customer survey, it states - all tubes loose vacuum one month prior to exp date and yield incorrect results. Not enough sample in tube. Requesting more information about any adverse event to be reported. Customer states - all tubes loose vacuum one month prior to exp date and yield incorrect results. Not enough sample in tube. Tubes are discarded.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.